Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty cutting with scissors is confirmed. One pair of scissors and one segment of a powerpicc was returned for evaluation. An attempt to cut non-complaint gauze and suture string with the returned scissors was successful and unremarkable. Attempts were made to cut the complaint single lumen catheter with the returned scissors; however, the scissors were found to make poor and/or incomplete cuts in the catheter. Microscopic inspection of the scissors revealed reddish-brown residue spots on the scissor blades. One of the blades of the scissors was slightly longer than the other blade. The returned scissors were not able to cut through a non-complainant single lumen catheter; however, the scissors are intended to cut only gauze and suture string. The investigation will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that during bedside PICC insertion the PICC nurse went to cut the PICC catheter to proper length and the scissors would not cut. Nurse had someone get a sterile pair of scissors to drop on her tray, as the scalpel had small amount of blood on it from the nick she made for the introducer. No adverse event, sight delay waiting for someone to bring a new sterile pair of scissors to cut PICC. Unable to determine how the product was damaged. (B)(6) 2024 - microscopic inspection of the scissors revealed reddish-brown residue spots on the scissor blades.